Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. Failure analysis investigations was unable to confirm or replicate the reported complaint. The instrument passed the self-check and electrical continuity tests. Visual inspection confirmed there was no damage to the conductor wire. However, further investigation revealed that the instrument failed the electrode gap test. System logs also confirmed that the sealing time aligned with the reported complaint, which is also an expected result for an instrument that failed gap test. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported delayed sealing issue could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci gastrectomy procedure, the endowrist one vessel sealer instrument was slow to heat and cauterize. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical inc. (Isi) has made several attempts to obtain additional information from the customer concerning the reported event with no success.